Manufacturer narrative:
Exemption number: e2014018. Investigation on-going at manufacturing site. Supplemental report will be provided at conclusion of investigation and/or when additional information is received.

Event description:
Country of complaint: (B)(6). It was reported by the end user that during surgery a yasargil aneurysm clip that was used experienced scissoring, which was detected during checking the clipping condition after a blood flow check. The customer did not detect any issues when initially placing the clip. The clip was replaced during the operation and the procedure was completed without any patient injury. No additional invention was required.

Manufacturer narrative:
Investigation: the components have been examined visually and mcroscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the clip. No deviations on the symmetry can be found. The jaw parts are even and level. Additionally we found slight quirks and traces of usage. The implant was sent to the quality assurance group of the production department for a closing force test. The closing force has been examined with the check weighter for clip ID: 30111 (calibrated up to 01/2019). According to specification, the closing force in the allowable tolerance with 1.95 n. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. Since these clips are subject to a 100% inspection of the surface, geometry and closing force, a delivery condition with poor geometry is excluded. The statement of the customer can not be confirmed because no deviations in the symmetry can be found and the jaw parts are even and level. Investigations lead to the assumption that the traces of usage and quirks were caused by and incorrect handling. There is the possibility of an incorrect gripping or a repeated gripping with the applying forceps. The clip has not been distributed in this condition. Additionally according to the statement of quality coordinator "during the assessment pressure points were detected in many places which indicate a multiple use in a pair of pliers. The clip is closing and covering. A scissoring is definitely not recognizable." No CAPA is necessary.